Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 26. Details of surgery: immediate extraction site. On 2023-09-12, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling, bleeding, increased sensitivity and inflammation. No further patient complications were reported.